Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information. H2 type of follow up: additional information. H6 codes: additional information.

Event description:
Subsequent to the initial MDR, additional information has been provided. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 11:40 am with transmitter serial number (B)(6). The sensor session lasted 1 day and ended on (B)(6) 2026 due to unknown reasons on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. The egvs were above 400 mg/dl since the completion of the warmup period. A high glucose alert occurred directly following the warmup period. This alert was acknowledged almost immediately. On the date of the reported event (01/11/2026) the egvs were above 400 mg/dl and a high glucose alert re-occurred after the app came out of a signal loss event. This alert was acknowledged after progressing to 100% audio volume. The egvs continued to remain high until 3:00 pm when no more data was recorded. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an adverse event occurred. According to the patient, on (B)(6) 2026, the patient¿s continuous glucose monitor (cgm) intermittently turned on and off and eventually stopped showing readings. The reporter was unable to recall the alert message displayed. Without glucose visibility, the patient developed vomiting, nausea, sweating, and disorientation, he became delirious, out of his mind. His spouse called ems. The patient¿s spouse called for paramedics. No treatment was given prior to their arrival. The paramedics took a blood glucose (bg) reading which was ¿high.¿ the patient was treated with intravenous (IV) fluids and transported to the hospital. The patient¿s insulin pump was unable to administer the needed insulin due to no cgm readings available that time. At the emergency room, the patient¿s bloodwork showed a bg of 1199 mg/dl and the patient was diagnosed with diabetic ketoacidosis (dka). The patient¿s sensor was removed, and he was admitted to the ICU for 4 days. The patient was treated with IV slow acting insulin and hourly fingerstick, followed by 5 additional days of rehabilitation after a dka episode. At the time of the report the patient is feeling fine. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect - clinical code - 4592 -delirium.